Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was tested on an in-house system and the tower monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not able to program. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site said the system power buttons blinked blue and the robot said "connecting to system," but the system would not complete power on self-test. The site moved the cases to their da vinci xi system. The procedure was completed as planned with no reported injury.